Manufacturer narrative:
A routine retention testing process has been implemented during which all test strips that have been released are tested every three month in comparison with the master lot coaguchek xs pt. If a failing result is observed during testing, appropriate actions will be taken. The obtained results showed a maximum difference of 0.2 inr between retention samples and masterlot for inr values = 2.0 inr, and 10% for inr values = 2.0 inr. No error messages occurred. Retention samples were inconspicuous and retention material complies with specification.

Manufacturer narrative:
One vial of test strip lot 244039-17 containing >10 test strips and the coaguchek meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 1.8 inr; marcumar 4: 2.0 inr . Customer strips/customer meter: marcumar 3: 1.9 inr; marcumar 4: 1.9 inr. The maximum difference between measurements with the same blood sample was 5 %. The returned customer material and retention material complied with specification.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable result from coaguchek inrange meter (B)(4). The coaguchek inrange meter is not sold in and is not like or similar to a product sold in the united states. The results from the meter were 4.4 inr and 4.6 inr. The venous sample drawn within 30 minutes was tested in a laboratory using dade innovin reagent and the result was 3.5 inr. The customer was at the hospital receiving training on the meter when the discrepancy occurred. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr.